Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the aviva nano system within 4 minutes & 2 minutes respectively: 1. 14.0 mmol/l, 3.8 mmol/l and 4.2 mmol/l 2. 9.3 mmol/l, 3.5 mmol/l and 3.1 mmol/l sets of results were taken on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.